Event description:
The event is reported as: it was reported that when a catheter was being inserted into a (B)(6), the tip cracked. It was later reported that the tip broke off. Several attempts were made to get additional info. Contact was made with the resistant nurse manager who said she was not aware of any incident involving a catheter. The purchasing agent who called in the complaint said she was told there was no injury for medical intervention. This MDR was filed because the malfunction had the potential for injury or medical intervention.

Manufacturer narrative:
Eval: method: functional testing of device was performed. Results: visual examination of the device did not show any obvious defects or damage other than a cut at the funnel joint. Closer examination along the shaft under 20x magnification did not reveal any obvious material degradation, irregularity or abrasion mark. Examination on the cut end showed irregular surface appearance. The shaft segment was tested for tensile strength. No detachment or tear resulted from this test. Conclusion: based on the findings, the shaft may have come in contact with the blade for trimming flashes, causing a slight cut which would give way upon application of tensile challenge during its use. The manufacturing processes have been reviewed and trimming activity is now directed away from the shaft to avoid cutting the shaft. Possible similar damage on the funnel is also being addressed.